Event description:
The valve (25mm) was explanted from a patient and replaced for persistent aortic root dilatation. No additional information has been provided.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits moderate to heavy host tissue overgrowth onto the tissue inflow that encroached into the orifice at the greatest point by approximately 5-6mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2mm. Host tissue is moderate to heavy at the stent inflow and minimal at stent outflow. Thrombus like deposits are noted along the attachment of leaflet 1 and 3 at the outflow aspect. A cut out in the sewing ring is noted at the inflow aspect, most likely due to explant. No inconsistencies detected in the x-ray as the wireform is intact. Method: x-ray. The surgeon provided the following statement: this valve was explanted in the course of redo surgery because of progressive dilatation of the aortic root which was, to some extent, apparent at his earlier operation. There was no indication whatsoever that the redo surgery or explant was in any way related to degeneration of the bioprosthetic valve. Conclusion: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. In this case, the host tissue was not the cause for explant of this device.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It is unknown if the device will be returned for evaluation. No information has been provided after repeated attempts to contact the health care provider.